Manufacturer narrative:
Reported event of fiber broke. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an accutrac 200 laser fiber was used during a procedure performed on an unknown date. According to the complainant, during the procedure, the fiber broke inside the scope and caused damage to the scope. Boston scientific has been unable obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available a supplemental report will be submitted.

Manufacturer narrative:
One accutrac 200 laser fiber was received for evaluation. Visual examination revealed that the exposed glass fiber tip measured approximately 3.0 mm and appeared used. Additional examination under magnification confirmed that the tip was consistent with normal degradation. The fiber was broken approximately 40.5 cm from the distal tip. There was no damage noted to the fiber face within the sub miniature-a (sma) connector. Functional analysis revealed that the ¿attach laser fiber¿ message cleared from the console after attachment, indicating that the fiber was recognized by the laser unit. The aiming beam was seen exiting the break. As a result, effective transmission was not measured. The condition of the returned device confirms the event. The noted damages indicate difficulty was experienced during the procedure and are likely due to anatomical or procedural factors such as tortuous anatomy or maneuvering of the device. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that an accutrac 200 laser fiber was used during a procedure performed on an unknown date. According to the complainant, during the procedure, the fiber broke inside the scope and caused damage to the scope. Boston scientific has been unable obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available a supplemental report will be submitted.